Event description:
It was reported that bd needle eclipse 23x1 rb safety shield fell off. The following information was provided by the initial reporter: the eclipse safety needle shield fell off when the packaging was opened and another time when activating the safety shield.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.